Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a low non zero force. The pump was run for 24 hours and no alarms occurred. The force calibration testing passed. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.

Manufacturer narrative:
Follow up # 1 date of submission 09-mar-2018: - correction: animus vibe - correction: animus vibe insulin pump - correction: PMA/510 (k) #: p130007

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred multiple times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.